Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted at the time of a surgical revision. This rv lead was implanted to replace a lead that dislodged twice due to the anatomy and weight of the patient. As part of the implant follow up, a chest x-ray was performed and the rv lead was found to have lost all slack due to the migration of the pacemaker. A surgical revision was performed and the lead was re-sutured firmly to the patient tissue. The rv lead remains in service. No additional adverse patient effects were reported.